Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction event in which the device was concurrently experiencing 2 issues: cot height cannot be adjust and the fowler was stuck elevated. There was no patient involvement.

Event description:
This report summarizes 18 malfunction event in which the device was concurrently experiencing 2 issues: cot height cannot be adjust and the fowler was stuck elevated. There was no patient involvement.

Manufacturer narrative:
One device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Codes have been updated to reflect this. One device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Codes have been updated to reflect this.